Event description:
Journal reference: krishna kumar, et al. "Spinal cord stimulation verses conventional medical management for neuropathic pain: a multicentre randomised controlled trial in patients with failed back surgery syndrome" pain 132 (2007) 179-188. The article lists information suggesting a patient being treated with spinal cord stimulation for pain associated with failed back surgery syndrome wounded himself at the abdominal incision and 4-5 days later noticed signs of infection. He then went to hospital and received antibiotic treatment. Resolved without residual effects.

Manufacturer narrative:
See scanned pages.